Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set had holes in it. The following information was provided by the initial reporter: material no: 367344, batch no: 8274970. It was reported the tubing had holes in it. Yesterday and today. Tubing was found to have holes in them. Case of replacements, request a diff lot number.

Event description:
It was reported that bd vacutainer® push button blood collection set had holes in it. Blood came out of the hole and lab techs had to re-stick the patient with a new butterfly. At this point, staff started examining more closely and were able to catch a few flawed needles. There was blood exposure on the ones they did not catch before sticking the patient. The following information was provided by the initial reporter: material no: 367344, batch no: 8274970. It was reported the tubing had holes in it. Yesterday and today. Tubing was found to have holes in them. Case of replacements, request a diff lot number.

Manufacturer narrative:
The following fields have been updated with corrections: describe event or problem: it was reported that bd vacutainer® push button blood collection set had holes in it. Blood came out of the hole and lab techs had to re-stick the patient with a new butterfly. At this point, staff started examining more closely and were able to catch a few flawed needles. There was blood exposure on the ones they did not catch before sticking the patient. The following information was provided by the initial reporter: material no: 367344, batch no: 8274970. It was reported the tubing had holes in it. Yesterday and today. Tubing was found to have holes in them. Case of replacements, request a diff lot number. Relevant tests/laboratory data: had to re-stick the patient with a new butterfly. Type of reportable events: serious injury.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for hole in the tubing with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#764355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for hole in the tubing with the incident lot was observed. Further investigation activities have been conducted through CAPA#764355 and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: CAPA#764355 was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identifed the most likely root causes and corrective actions are in the process of being implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Event description:
It was reported that bd vacutainer® push button blood collection set had holes in it. Blood came out of the hole and lab techs had to re-stick the patient with a new butterfly. At this point, staff started examining more closely and were able to catch a few flawed needles. There was blood exposure on the ones they did not catch before sticking the patient. The following information was provided by the initial reporter: material no: 367344 and batch no: 8274970. It was reported the tubing had holes in it. Yesterday and today. Tubing was found to have holes in them. Case of replacements, request a diff lot number.